Event description:
Additional information received reported that the patient was seen on (B)(6)-2013 and lead replacement surgery was pending.

Manufacturer narrative:
(B)(4).

Event description:
It was noted the patient had a loss in therapy.

Event description:
It was reported that a patient felt no stimulation sensation in the right upper arm from two ¿quads.¿ ¿quads¿ likely referred to leads. It was noted that the patient was still feeling stimulation from the two quads used for stimulation in the waist. It was reported that the patient stopped feeling stimulation two weeks ago and there was no known accident or incident related to the complaint. It was noted that there were impedances greater than 20,000 ohms and the patient did feel some stimulation during the impedance test. It was reported that the patient¿s program for the right upper arm where the patient was not getting coverage had a group impedance of 3014 ohms. The patient was programmed using electrode 9 negative and electrode 10 positive at 5 volts, 210 pulse width, and 45 hz. It was noted that the patient didn¿t feel any stimulation with programming changes on electrodes 7-10. Nine days later, it was reported that the patient was being scheduled for a lead revision. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3487a-33 lot# v016613, implanted: 2007 (B)(6), product type lead product ID: 3708240 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 3708220 lot# serial# (B)(4), implanted: 2007 (B)(6),product type extension product ID: 3587a lot# la0572, implanted: 2002 (B)(6), product type lead product ID: 7495lz51 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension. (B)(4).